Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 24-june-2024, it was reported by the patient that she develops an infection at the site due to neglecting to clean the site before insertion of infusion set cannula. She receive antibiotics from health care professionals. No further information was available.